Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade I.

Event description:
Healthcare professional reported ¿ intracapsular damage of smooth breast implant.¿ and healthcare professional also reported " the patient was classified as class 1 by the baker classification " this is for a unknown side. The device status is unknown.